Event description:
The customer reported obtaining high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer repeated the patient samples and reported the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for two (2) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(6).